Event description:
A patient reported a return of urinary symptoms in (B)(6) 2016. The patient was diagnosed with a urinary tract infection (uti) on (B)(6) 2016. The patient noted the last time they felt stimulation was (B)(6) 2016. The patient added the last time they checked their implantable neurostimulator (ins) was (B)(6) 2016. The patient is implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
Regulatory report originally submitted on 2016-aug-25. Resubmitted due to acknowledgement issues. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that they saw the healthcare professional on (B)(6) 2016, and the hcp believed that the ins battery was dead. A replacement surgery was scheduled in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.